Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, a perforation was noted prior to device deployment. A balloon was used to tamponade prior to covered stent placement. Additional information received stated that the physician had a hard time dilating to put in procedure sheath. Physician felt a "pop" when inserting delivery system. Because of this they took a small "puff" before removing procedure sheath and saw extravasation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate extravasation remediated by a covered stent; and the manta radiopaque lock positioned correctly. The device lot history record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the left common femoral artery. The arteriotomy was 8mm, minor calcification distal in the superficial femoral artery, with a depth measurement of 4.5cm. Access was gained using ultrasound and micropuncture; positioned in the top third of the femoral head. Issues were encountered advancing and exchanging procedural sheaths. The physician had difficulty dilating to place the procedural sheath and felt a "pop" while inserting the delivery system. The physician took a small "puff" before removing the procedural sheath, which revealed a perforation with extravasation. Following manta deployment, balloon inflation to tamponade and a covered stent were placed to address the perforation. The safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement.